Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. No other abnormalities were observed with the soft cannula. The download data did not show any timeouts or drive stalls during the run. No other damages or defects were observed that would result in the device failing to deliver insulin.

Manufacturer narrative:
The device has been returned/received and is pending an investigation.

Event description:
It was reported that the patient's blood glucose levels reached 372 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was applied.